Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat an unspecified artery. A 2.00x12 rx ce xience alpine stent delivery system (sds) was advancing; however, prior to reaching the target lesion, fluoroscopy showed a stent fracture. Therefore, the sds was removed. The procedure continued with an unspecified stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent break; however, factors contributing to a stent fracture/break include, but are not limited to, manufacturing, interaction with accessory devices, over expansion of the stent, inadvertent mishandling or anatomy characteristics. Although the reported stent break was not confirmed, it is likely the account was referring to the observed stent damage of stretched, bent, and flared struts. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.